Manufacturer narrative:
B5 updated. H6 updated. The pump will not be returned. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported an aerobic drainage culture obtained from right axillary impella insertion site had a positive result for klebsiella.

Manufacturer narrative:
Minor bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Anemia/ fever : the cause of the injury was not determined due to insufficient clinical details. Arrhythmia/ tachycardia/ infection : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported that a patient who had anemia of an unknown origin was implanted with an impella 5.5 and required a blood transfusion. No bleeding was identified, despite diagnostic workup for a retroperitoneal and gastrointestinal bleed. Milrinone was started briefly but was discontinued due to ventricular ectopy. The patient continued to have intermittent ectopy with movement, despite adequate impella position. The patient had sustained ventricular tachycardia (vt) with a rate of 178. The patient refused amiodarone and the vt self-converted before defibrillation was needed. The patient has an automatic implantable cardioverter-defibrillator (aicd) that did not shock the patient and was being investigated. Another episode of sustained vt occurred the following day and the aicd initiated one shock. The patient had short runs of vt and the alarms resolved on their own. The position of the pump was confirmed to be adequate on imaging. The patient was found to have fever and urinary tract infection requiring antibiotics. There was blood drainage from the impella access site. The oozing was managed by more frequent dressing changes. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿